Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. The displacement test and check settings alarm test could not be performed and the motor position encoder error alarm could not be verified due to motor error alarm. The device also had a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 176 mg/dl. The customer also reported that the time/date settings got erased and she received a check settings alarm. Blood glucose value at the time was 99 mg/dl. The customer stated that the alarm history also showed a motor position encoder error alarm. Troubleshooting was performed. The device was returned for analysis.